Event description:
The user's device has reportedly extruded due to thinning skin. The clinic will perform a revision surgery on (B)(6) 2023 during which it will be determined if the user's skin can be fixed and if the device needs to be explanted. Following statement referring to the corresponding manufacturer MDR should be included: this report refers to 9710014-2023-00231. For further information please refer to this report.